Event description:
A memory lens implanted in a patient's left eye in 2000 was diagnosed as opacified in 2003. The lens was explanted and replaced and a vitreous aspiration was performed 8 days later. Visual acuity 20/200 os, 2 sutures with 1++ corneal edema, and posterior chamber reported as clear post yag at 1 day follow up. Prognosis indicated as fair to good. No further information is available at this time.